Event description:
It has been reported to philips that system exposure was not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that footswitch was failing. The footswitch has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary procedure. The procedure was completed by pressing hard on the footswitch. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem. Rse instructed the user to perform reboot of the system. However, the fluoroscopy failed error persisted. An exposure with hand switch was taken by user which was successful. Furthermore, by pressing hard on the foot switch the user was able to do fluoroscopy and exposure. It was identified that the footswitch was defective. A philips filed service engineer (fse) visited on-site and replaced the footswitch. The defective footswitch was returned to philips for further analysis. The analysis identified missing 2x anti slips during visual inspection. The replacement of footswitch has resolved the issue. After the replacement, the system was returned to use in good working order. No further issues have been reported to philips. The codes were updated based on the investigation outcome.